Event description:
It was reported that during the procedure the guard wire failed to cross the lesion. During the attempted removal of the device it was noted that the balloon part of the guard wire remained in the distal part of the guide catheter. The remained device was removed by applying negative pressure to the guide catheter. The broken device was sucked out. No injury to the patient was reported.

Manufacturer narrative:
(B)(4). Results and conclusion: (investigation in progress ¿ no conclusion can be drawn).